Event description:
An event occurred on an unspecified date involved a tego connector where it was reported that the product seems to be getting more air into the circuit. Once they take off the bungs, the problem is resolved completely. The patients have been advised by their health care professional to not use these bungs and only use white caps at the end of treatment. The patient does not have any ill effects or hospitalization, as a direct result of this. But one of the patients is in hospital due to central line issues. There were patient involvement and no harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Manufacturer narrative:
Complaint of product incorporates / allows air passage on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.